Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose around 40 mg/dl to 64 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer used glucose tablets and was given glucagon to treat. The customer was wearing the insulin pump during the incident. The customer stated that the pump over delivered insulin. Troubleshooting was completed. The customer was using sensor glucose values to treat their blood glucose. The customer also reported the buttons on their pump were getting hard to push. The insulin pump will be returned for analysis.